Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that a video telescope was sent for inspection and repair. During inspection, the picture was not clear and the vision was lost on and off. The reported issue was found during initial inspection of the device. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
This supplemental report was submitted to provide the results of the investigation from the legal manufacturer. The device evaluation could not confirm the customer¿s reported ¿picture not clear, losing vision on and off¿, however, the evaluation of the suspect device detected the scope produced varying colored image (purple/green). The image problem was isolated to a defective video cable unit. The inspection also observed the following (non-reportable) defects: cut in the gray colored protection/insulation cable, the light guide fiber composite at the distal end is damaged by external force. The review of the device history records for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The root cause of the defective video cable cannot conclusively be determined. However, the colored image defect is a known issue and based on previous investigations, the potential cause can be attributed to the following: 1. Cable pins of odu (video) connector are too small for shield cables. 2. Sealing compound within odu connector does not seal the soldering joints and bare cable contacts completely against steam. 3. Manufacturing jig not fully suitable for soldering process. 4. Soldering process at oste is not up to date. New guidelines and the manufacturing process for soldering process between joints and odu plug have been updated and improved. Olympus will continue to monitor the field performance for this device.